Manufacturer narrative:
The reported device has been received at seachrist industries and the evaluation is in progress. Upon completion of the investigation, a follow up report will be submitted. No patient incident was reported.

Event description:
It was reported that the unit was unable to reach max inspiratory during regularly scheduled testing. No patient incident was reported.